Manufacturer narrative:
Concomitant product reports: hemosphere monitor MDR #2015691-2019-02404, swan-ganz module MDR #2015691-2019-02403.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, hemodynamic values can change quickly and dramatically, and should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a discussion with the edwards representative on another complaint, it was reported that he was present in the or when the cardiac index (ci) value went from 4.0 to approximately 1.4 on a hemosphere monitor without any explanation and no change in the patient condition. The surgeon asked the representative what had changed with the catheters; however, the representative stated that nothing has changed except for the customer recently switching to hemosphere monitors. The representative noted that he did not feel the swan-ganz catheter was at fault but could not determine the source. No patient harm occurred. Demographics are unknown. Unfortunately, the affected model and lot number are not known. Per the edwards representative, the suspect device was used in the patient so there is no product to return. It was also noted that the hospital has two other operating rooms for heart cases that are not having this issue, so the representative was going to swap out the swan module.